Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 full height was not opening. A field service engineer (fse) confirmed that the legacy auxiliary drawer 2 was failed to open due to damage to the right side rail. This issue was resolved by replacing the rails on both sides and reattaching the magnetic strip. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 full height was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.